Event description:
A customer contacted beckman coulter inc. (Bci) regarding approximately 50 erroneously low sodium (na) and calcium (calc) results generated by the unicel dxc 600i synchron access clinical system. The samples were repeated on the lab's alternate analyzer and amended reports were issued. One patient was kept in the hospital overnight based on the low calc results. The actual patient data was not supplied by the customer. MDR #2050012-2011-00827 documents the malfunction portion of this event. The report is being sent for the affect to patient.

Manufacturer narrative:
Qc is run every 8 hours and was within the lab's established ranges prior to the event. A field service engineer (fse) went on site, cleaned the flow cell, replaced the carbon bridge and verified the repair by running a precision study on qc. There were no further occurrences of low sodium and calcium results. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events.